Event description:
It was reported that the programmer will boot to the white screen and hang there for several minutes and then show the 'please wait screen' and hang again. The programmer was returned for servicing and subsequently tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer boots up with a system error.